Event description:
Per the clinic, the device was explanted on (B)(6) 2018 in preparation for the patient's scheduled spinal surgery. The electrode array was left in situ to preserve the cochlea. Reimplantation is planned but had not taken place at the time of this report.